Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was caused by the keyboard failure. A field service engineer confirmed that the issue was resolved by customer and field service engineer performed configuration change. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system keyboards were not working. The customer stated that the malfunction occured when trying to issue medication to a patien and caused a delay in accessing medication. There were no adverse events or injuries reported based on this event.